Event description:
Uterine contractions developed de novo two months post-uae. Rec'd penicillin i.v. Subsequently developed hot flashes, nipple tenderness, and anxiety. Uae was performed to preserve fertility.